Event description:
Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Litigation alleges that the patient suffered disability, physical impairment, and disfigurement on account of her asr right hip implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. These reasons for revision are in addition to the previously reported condition of pain.